Event description:
Litigation papers allege, the patient was revised due to failure of the asr implant. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum, caused severe pain, inhibited the patient's ability to walk, required one revision surgery, and will likely require another revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.